Event description:
It was reported that following the third treatment in 2006 with a urethral bulking implant, the patient fell down 2 days later and called, complaining of "unknown symptoms." The first implant date was 2 months prior and the second implant date was the following month. The patient came in complaining of dysuria and urge incontinence one month later, and cystoscopy was performed. The implant material was noted in the bladder, the bladder neck was obstructed and the patient could now void. The material was removed. The urethra re-epithelialized and is not healed after 4-6 weeks. No medical intervention was required to promote healing. The implant volume was 1cc on each side using the transurethral approach at a rate of injection of 1 minute. The needle was held at the injection site for 1 minute mid urethra 5 & 7 o'clock positions. The needle was imbedded to the hub and no blanching, blebing or coaptation was noted. The doctor stated that the patient was a good candidate for the product and the urethral tissue and mucosal lining appeared healthy. Scar tissue was noted from previous bulking treatments. The tissue elasticity seemed normal with some scarring noted. The patient is now continent since alternative procedure one month later. No further complications have been reported.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface reepithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.